Event description:
It was reported that a prodisc-c implant was removed from a patient. No additional information was provided. This report is for one, unknown prodisc-c implant. This is report 1 of 1 (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a prodisc-c on an unknown date in 2012 or earlier. The prodisc-c was explanted on (B)(6) 2015. The revision was performed as a result of patient pain, irritation, discomfort. After the case, the surgeon reported that he removed the implant because there was significant heterotopic ossification. The surgeon had to do a corpectomy to remove the implant. The surgeon completed the surgery by implanting an allograft strut, an anterior plate, and a posterior lateral mass screw construct. There were no device related issues reported. The revision was due to a less than desirable treatment outcome related to fusion. There was no time delay.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: part 09.820.045s has been received with post manufacturing damage consisting of scratches and deformation on the top and bottom surfaces. There were no issues identified that pertained to the complaint condition. The visible damage to the part is consistent with the implant and removal of the device. Per the complaint description, no issues were found with the device. Therefore, there are no relevant features to evaluate, and no further investigation is required. The disposition of this evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. This report is for one, unknown prodisc-c implant. UDI: unknown part number, UDI is unavailable. Implant/explant dates were not provided. No information was made available regarding reason for implant removal. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Device was used for treatment, not diagnosis. The lot #6870159 indicate that the reported product was manufactured by the (B)(4) manufacturing facility on 02/16/2012 in accordance with all established requirements and was packaged and labeled with an expiration date of 01/26/2016 with no nonconformities reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A retrieval analysis was performed for the subject device (part number 09.820.045s, prodisc-c implant large 5mm-sterile, lot number 6870159). This analysis concluded that is no evidence of device failure or malfunction. There is damage present on the superior endplate, inferior endplate, and polyethylene inlay. The damage is consistent with tool marks and surgical removal technique. Evidence of bone remnant is present on the backside of the superior endplate. The articulating surface of the superior endplate shows formation of biofilm. There are signs of impingement on the endplates. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the superior endplate, inferior endplate, and polyethylene inlay all exhibited damage consistent with implant removal. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that the patient was experiencing pain as a result of heterotopic ossification. The patient was revised. The returned superior endplate, inferior endplate, and polyethylene inlay exhibited damage consistent with implant removal. The condition of the implant did not reveal any design related issues. A definitive root cause for the complaint condition could not be determined. No design related issues were identified with the prodisc-c implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.